Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both heavily calcified and tortuous and 90% stenosed. The traveler rx 3.50 x 15mm balloon dilatation catheter failed to cross the lesion and upon removal, resistance was noted. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided regarding this event.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.